Event description:
Intubated 10-6-92 at approximately 0930;cuff failed; extubated and another 7.5 tube placed 10-6-92 at 1345; its cuff also failed. A #8 tube was placed and it functioned properly. There was no patient injurydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. The device was destroyed/disposed of.